Event description:
It was reported that during a procedure of the left iliac, while attempting to advance the device up and over the horn, the stent dislodged from the balloon. The stent was successfully pulled back into the iliac area, and a second omnilink was deployed to crush the first omnilink against the vessel wall. The patient was reported as doing fine. No additional information available.

Manufacturer narrative:
Eval summary: quality assurance investigation revealed that the catheter was returned with blood and contrast visible on the shaft and balloon. The balloon was tightly folded. The stent was dislodged and not returned. There were crimp marks visible on the balloon. There was no damage noted to the tip or catheter. Quality engineering was unable to complete their investigative analysis at the time of this report. Results and conclusions will be submitted upon completion.